Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient stated the garment feels restrictive. The patient reported the garment was cutting a part her breast. The patient reports sometimes she has a red mark on her skin and the therapy pad rubs on her skin under her breast line. There was no alleged device malfunction contributing to the irritation. The patient's doctor requested the patient be remeasured; the patient declined. The patient no longer wanted to be contacted by support services. The medical outcome is unknown. Reporting out of abundance of caution. Supplemental report 9/16/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient stated the garment feels restrictive. The patient reported the garment was cutting a part her breast. The patient reports sometimes she has a red mark on her skin and the therapy pad rubs on her skin under her breast line. There was no alleged device malfunction contributing to the irritation. The patient's doctor requested the patient be remeasured; the patient declined. The patient no longer wanted to be contacted by support services. The medical outcome is unknown. Reporting out of abundance of caution.